Event description:
During an arch aortic graft replacement for a dissecting aortic aneurysm in a 59 yr old female, the graft "oozed" blood over a period of four hrs. The exact quantity of blood lost through the graft is not attainable by treating the pt with blood platelets, fresh blood, fresh frozen plasma transfusion, and applying fibrin gel. The pt's condition is reported as favorable of 8/5/96.